Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 19cm distal to the is-1 connector pin and 42cm proximal to the lead tip. A proximal and a distal fragment were received for analysis. A medial fragment (approximately from 3cm to 5cm length) was probably not returned. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragments was scrutinized, including a visual inspection. The analysis showed multiple abrasion marks along the lead fragments. In particular 7cm proximal to the lead tip the insulation was found damaged due to wear, which is assumed to be the root cause of the reported oversensing leading to inappropriate shocks. Based on the characteristics of the damages mentioned above, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant ingrowth of the lead which may have affected the leads motion should be taken into consideration. Diagnostic images clarifying this assumption, were not available. Further damages such as a deformed lead body 18cm proximal to the lead tip, several cuts into the insulation 16cm proximal to the lead tip, a bent fixation helix and a deformed rv shock coil, most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 68 months, oversensing with inappropriate therapies was reported. Apart from the shocks, no further adverse patient side effects have been reported. The lead was explanted and a new one was implanted.